Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 279mg/dl. The customer continued to use the pump for insulin therapy. Upon further troubleshooting, it was reported the issue was resolved. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.